Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the 90% stenosed, mildly tortuous, moderately calcified left circumflex (lcx) coronary artery. The 2.50x15 mm nc trek balloon dilatation catheter (bdc) was being used for post dilatation; however, the balloon ruptured on the first inflation at 14 atmospheres (atm). There was no resistance during advancement or removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: another nc trek bdc was used to complete the procedure and the device was prepped per the instructions for use without issue. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the 90% stenosed, mildly tortuous, moderately calcified left circumflex (lcx) coronary artery. The 2.50x15 mm nc trek balloon dilatation catheter (bdc) was being used for post dilatation; however, the balloon ruptured on the first inflation at 14 atmospheres (atm). There was no resistance during advancement or removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.